Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative (B)(4). (B)(6). A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: aug 22, 2014. Expiration date: aug 1, 2024. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reports an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to a broken variable angle locking compression plate (va-lcp plate). During the revision surgery, the broken plate and associated screws (intact) were removed and the fracture site was fixed using unknown lag screws and an unknown plate for improved adhesion of the joint surface. The patient was initially implanted with the va-lcp plate and screws on (B)(6) 2016 to treat a distal radial metaphyseal fracture. The fracture line ran to the joint surface. External fixation was used at the fracture site for three (3) weeks. On an unknown date after the surgery, the patient experienced discomfort and pain when he was using a flying pan. It was then discovered that the va-lcp plate was broken. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing investigation was completed for reported device part number 04.111.751s, lot number 9094538. Device history record review, visual inspection and product inspection was completed as part of this investigation. Device history record review: the review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The subject device has been received and is currently in the evaluation process. Lot #9094538 has been manufactured with raw material art (B)(4) lot #17542. The certificate of the raw material lot #17542 was reviewed, no anomaly found, the material was conforming to specification. The returned portion of the plate was re-inspected for all the features pertinent to the complaint condition. The plate is broken at the level of the hole number 3. Holes 2 and 1 were re-inspected and found conforming to specification. Holes 4 and 5 were not measured since that portion of the plate is missing. Also the plate thickness was measured in two different points on the plate and found in specification. Since the shaft and the holes are manufactured in the same production step, using the same cnc program and tools it is possible to conclude that the plate was conforming to specifications. Considering that all relevant measurable product features meet specification and no manufacturing related visual defects have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Complaint disposition is confirmed due to evidence that plate is broken, but it's considered not valid for (B)(4) because there is no evidence of issues manufacturing related. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.